Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, it was noticed that one heartstring seal was unraveled. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.